Event description:
Patient's chemo leaking from the caresite luer access device. This is the third report of chemo leaking from the same type of luer device. IV was nacl 0.9% . 1,000 ml with 46 mg doxorubicin. 16 mg ondansetron hcl to administer over 24 hours at 42 ml/hr.what was the original intended procedure?chemotherapy.device #1is this a laboratory device or laboratory test?no.